Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to omsc (olympus medical systems corp) for evaluation. The evaluation confirmed that the up-angle wire detached from a holding part of the up-angle wire within the control section.

Manufacturer narrative:
The subject device had not been returned to olympus medical systems corp. But was returned to olympus (B)(4). In the evaluation, there was the following abnormality. The fixing of the up-angle wire was uncoupled. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at present. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that the bending section of the subject device stopped working during a bronchoscopy after passing of an unspecified needle into the channel. The facility replaced the subject device with a similar but different bronchoscopic and completed the procedure. There was no patient injury report.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information: manufacture date. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.